Event description:
It was reported that during the use of a bd preset¿ eclipse¿ arterial blood collection syringe, some technicians did not properly secure the syringe caps, which resulted in leakage from an unspecified number of syringes during transport. No patient or user impact was reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.